Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited tube clogging alarm did not work properly. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Upon review of complaint record, it was noted field h7 and h9 were inadvertently marked as blank and fy24-omsc-19 instead of repair and z-0075-2024. No change in MDR reportability decision. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.